Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 of a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion site and insertion date are unknown. There was no report of any injury or medical intervention. No additional event or patient information is available.